Event description:
During a laparoscopic cholecystectomy with intraoperative cholangiogram and umbilical hernia repair, the disposable le clip applier would not open and did not work during the procedure. A new one was opened which worked. FDA safety report ID# (B)(4).